Event description:
Customer called to report that she was hospitalized for dehydration and borderline diabetic ketoacidosis. Customer was admitted to hospital for one day and then released. Extreme heat is the perceived cause of hospitalization. Blood glucose at the time of emergency room visit was in the low 400's. Customer was wearing the insulin pump at the time of emergency room visit. Customer's current blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).